Event description:
It was reported that three weeks after implant, the pacemaker and right ventricular (rv) lead were upgraded. The patient had a moderate sized pocket hematoma with blue/black discoloration of the skin overlaying the device. When the device pocket was opened there was dark discolored blood and numerous chunks of clotted blood that were expressed and removed. Also, the pocket appeared somewhat infected and there was some friable tissue on the wound margins. The right atrial lead remains in use and the device and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.